Event description:
The customer reported a clear fluid leak of unknown source under the coulter act diff 2 analyzer after completing a startup and was about to run controls; there was also another leak which occurred on a different day and was resolved by phone troubleshooting ((B)(4)). There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The fse confirmed the leak and found diluent overflowing intermittently from the wbc bath; the fse described the leak as contained. The waste pump was replaced resolving the bath overflow ((B)(4); ref previous MDR 1061932-2013-02653). On (B)(6) 2013, the customer was running controls and found evidence of the instrument leaving a few drops of the control material on the top of the control vials as the controls were being run ((B)(4)). The customer was assisted by the customer technical specialist (cts) over the phone, and found that the probe wipe had fallen out of the bottom of the probe assembly. The customer reattached the probe wipe into the bottom of the probe assembly, resolving the leak. Per phone conversation with the submitter, the customer indicated the probe had been intermittently dripping since the last service visit. The cts indicated the probe wipe may not have been properly secured onto the probe during the last service visit, thereby becoming disconnected. (B)(4).